Event description:
It was reported on (B)(6) 2013 that the surgeon performed a posterior t10-illium fusion procedure on the patient on (B)(6) 2009 for scoliosis. The patient was returned for surgery on (B)(6) 2013 because she complained of prominence and discomfort with the iliac screws and rods. The surgeon removed both iliac screws and found that the right rod was broken between the s1 screw and the iliac screw. The surgeon commented that right rod may have broken when removing the iliac screws. Surgeon stated the broken rod was not evident on imaging studies. The surgeon also cut the left rod caudal to the s1 screw to reduce the prominence of the left rod. The patient had a solid fusion from t10-s1. The procedure was successfully completed; no harm reported to patient. This complaint is on a 6.0mm ti rod. This is 4 of 8 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro codes: mnh, mni, kwq, kwp. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.